Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the electrode-end damage and difficult-to-remove allegations ("helix appeared to be damaged upon inspection likely mashed into the housing") were confirmed based on the observation of a twisted-off, missing helix tip likely handling damage. The low amplitude or poor morphology allegation was not confirmed based on normal lead resistance measurements and a passing hipot test. The observed damage is not deemed to indicate product defect or malfunction but likely occurred during normal use of the product.

Event description:
It was reported that this right atrial (ra) lead was attempted implant due to low p waves. Moreover, it was noted that the helix appeared to be damaged upon inspection likely mashed into the housing. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this right atrial (ra) lead was attempted implant due to low p waves. Moreover, it was noted that the helix appeared to be damaged upon inspection likely mashed into the housing. The lead was never in service. No adverse patient effects were reported.